Event description:
PICC (dbl lumen) inserted and within a few hours noted aneurysm of red lumen when fishing post lab draw. The second white lumen developed the same complication on (B)(6) 2009. Due to pt's medical condition and myelosuppression removal risk outweighed continued usage.